Event description:
Patient reported the up button on the infusion device doesn't work and the soft components are defective. Patient stated there were no health problems. No further information is available. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the elevated blood glucose level. Requested return of the alleged infusion device.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained it will be provided in the supplemental report.